Manufacturer narrative:
H.6. Investigation: our quality engineer reviewed the photograph submitted for evaluation. The photograph displays a q-syte intact with an extension set. There are two red squares and a red arrow pointing downwards which are drawn on the extension set. The red drawings are in the area of the extension set which does not come in contact with the q-syte. Unfortunately, the photograph provided does provide sufficient evidence to confirm or identify the defect or root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced flow issues during use. The following information was provided by the initial reporter: there was drug residue at the junction between the septum and the plastic tip of the infusion joint connecting the extension tube, which could not be rinsed out. The drug for this infusion was fat emulsion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced flow issues during use. The following information was provided by the initial reporter: there was drug residue at the junction between the septum and the plastic tip of the infusion joint connecting the extension tube, which could not be rinsed out. The drug for this infusion was fat emulsion.